Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed charge/battery lasts less than expected due to moisture damage on the electronic assembly. Pump received with cracked battery tube threads. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery life did not last long. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.